Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was doing well following primary tha performed in 2015 until she fell at work. She presented with pain and inability to ambulate and was found to have loosening of acetabular components. All components revised except the femoral component, what was found to be well fixed and retained.